Event description:
Information was received from the customer that the unit's "alarm sound is weak". The issue was identified during testing with no patient involvement. There was no reported patient harm.